Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
Pt reported insulin has leaked from the cartridge into the cartridge compartment of the infusion device on several occasions, and this has resulted in elevated blood glucose. On (B)(6) 2011, blood glucose was 20 mmol/l - "hi" (360 mg/dl - "hi"). Pt programmed a temporary basal rate increased of 250% and delivered a correction bolus via the infusion device, but this was not successful. Pt noticed "a lot" of insulin in the cartridge compartment of the infusion device on (B)(6) 2011, and his blood glucose level was elevated. He delivered a correction bolus via a syringe, and pt was able to control his blood glucose by himself. Pt changes the cartridge and infusion tube every 14 days and the infusion needle every 2 - 4 days. Pt was referred to the user guide. Pt recently started a new medication and has inflammation on his knee. His normal blood glucose is 6 - 8 mmol/l (108 - 144 mg/dl). Pt did not require treatment from a health care professional or second party to address the issue. The cartridge and infusion device were requested for evaluation. No additional information was provided.